Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display issue. It was reported that the display screen was scratched; it was not revealed whether the screen was unreadable or not. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: the complaint could not be duplicated or confirmed. The display lens was not observed to be scratched. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.